Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a laparoscopic procedure. The stapler was not able to fire. In order to resolve the issue and complete the case, another reload was applied. There was no patient harm. The patient outcome is alive, no injury.